Manufacturer narrative:
The device was not returned to olympus for evaluation, as the device is being retained by the user facility¿s risk management department. The exact cause for the reported event cannot be determined at this time. The most likely cause of the reported event can be attributed to user handling. The instruction manual of the subject device warns; do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient's body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane.

Event description:
Olympus received a medwatch ((B)(4)) form on july 29, 2016 which reports that the disposable biopsy forceps broke exposing two metal wires on the distal end ,while obtaining a tissue specimen from the patient's lung. It is unknown if any device fragment fell inside the patient. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from knw to eoq.